Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 15.5 mm outside of the blade garage. There was no bio debris found at the instrument tip. A review of system logs showed qty 6 times of blade exposed/jammed failure(s). Components adjacent to this dislodged blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the broken tip blade of the vessel sealer extend (vse) instrument protruded. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no fragment fell inside the patient.